Event description:
It was reported that patient experienced hyperglycemia (307 mg/dL) issues event on (b)(6) 2026, due to bent cannula restricting insulin flow partially.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Reportable Malfunction. A complaint investigation was initiated under Complaint Investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting Site: 8021545,Manufacturing Site: 3003442380.